Manufacturer narrative:
(B)(4). Investigation summary: a device history record review was performed for provided lot number 9322415. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this incident, one sample was received for evaluation by our quality team. The sample came in an opened packaging blister and has the plastic shield. A visual inspection was performed an no defects or imperfections were observed. The sample was then connected to a syringe with saline solution. It expelled the solution with normal flow, no leakage was experienced and didn't get disconnected from the syringe. Based on the results of the investigation, a root cause for the defect could not be determined. Further action has not been determined necessary at this time. Our quality team will continue to monitor the manufacturing process for this defect and other emerging trends.

Event description:
It was reported that the bd precisionglide¿ needle disconnected from the syringe and insulin leaked out. The following information was provided by the initial reporter: "caller reported the needle became disconnected from the syringe causing the insulin to spill"